Event description:
The customer reports the arterial line needle malfunctioned and broke. The needle broke off when pulled out of the stylet. No patient harm reported. No report of retained product in patient.

Manufacturer narrative:
(B)(4). The customer returned one used radial arterial catheterization device (minus the catheter and needle protection assembly) with the needle cannula detached. Visual examination revealed the entire needle was separated from the needle hub. Adhesive residue was visible in the needle channel of the needle hub when observed under magnification. No adhesive residue was visible on the proximal end of the needle cannula under magnification. Cracks were observed in the needle hub needle channel. A crack in the needle hub is a characteristic of excessive force being placed on the device. The inner and outer diameter of the needle cannula, and the inner diameter of the needle hub were measured and all were found to be within specification. The needle was able to fit in the hub; however, it was loose and easy to remove. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use provided with this kit warns the end user to stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle. The customer reported issue of the needle separating from the hub of the catheterization device was confirmed during sample investigation. Microscopic examination revealed traces of adhesive inside of the needle channel and there were cracks observed on the needle hub that might have caused the needle cannula to separate due to excessive force. Dimensional inspections were performed with no issues were found, and a device history record review did not reveal any manufacturing related issues. Based upon the observed defect and the condition of the returned sample, the probable cause of this issue is operational context. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the arterial line needle malfunctioned and broke. The needle broke off when pulled out of the stylet. No patient harm reported. No report of retained product in patient.